Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm and bilateral iliac aneurysms approximately 4.5 months ago. There was narrowing at the bottom of the flow divider/top of the ipsilateral limb segment. It was reported that the pt underwent an emergent procedure for acute left lower extremity arterial ischemia at which time he was found to have several stenoses within the endoluminal graft. A thrombectomy of the abdominal aorta, bilateral iliac arteries and bilateral femoral arteries was performed. Followed by percutaneous transluminal angioplasty of the abdominal aortic endograft and bilateral iliac arteries. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results/conclusion: (arterial and venous occlusion), (narrowing at the bottom of the flow divider). (Required secondary intervention).